Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Continuity testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
This ra lead is expected to be returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead was successfully placed in the atrium but while implanting another lead, the physician accidently dislodged the ra lead. During repositioning of the ra lead, the helix would not extend out properly and a high out of range pacing impedance measurement of greater than 3000 ohms and high thresholds were observed. The physician decided to remove and replaced the ra lead prior to pocket closure. No adverse patient effects were reported.